Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown surgery. During the procedure, two depth gauge tips were bent and broken. Eight threaded drill guide, four drill bit, two end cap, two cannulated chisel, two chisel guide, and locking compression plate (lcp) proximal humerus plate had were involved in threads stripping va locking holes. Chisel and guide were bent during process of insertion. No fragments were generated. There was a surgical delay of five minutes. Procedure outcome is unknown. No patient consequence. This report is for (1) cann chisel for adult angd blade pls 320. This report is 6 of 6 for (B)(4).